Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and demonstrated the area of disconnection, however the photos did not identify a specific product issue. Additionally, evaluation & testing of the customer samples was performed and disconnection was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the tube easily slipped out during blood taking after insert it into disposable holder. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the user complained that the blood collection tube is easily slipped out during blood taking after insert it into disposable holder while using 367336. The problem does not happened when using 367338 and 367292.

Manufacturer narrative:
Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the tube easily slipped out during blood taking after insert it into disposable holder. This occurred on 10 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: the user complained that the blood collection tube is easily slipped out during blood taking after insert it into disposable holder while using 367336. The problem does not happened when using 367338 and 367292.